Manufacturer narrative:
Investigation summary: one photo was provided showing the syringe in its packaging blister. The scale is missing from 30ml to 60ml, therefore failure mode is verified. This was likely due to a variation in the scale printing process during production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a bd luer-lok¿ syringe had missing scale markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe had missing scale markings.